Event description:
The us complainant had placed impella 5.5 to support the pediatric patient admitted in with extensive known cardiac and surgical history. The pump was placed and there was surgical bleed that prompted the team to infuse platelets and heparin was on/off throughout the support. The pump remained on for 15 days until explanted at the time of heart transplant.

Manufacturer narrative:
Correction: b5, d1, d3, d4, e4, g1. The investigation of the reported failure mode has been completed. No product was received for evaluation. No signs, symptoms or patient involvement: plan to give platelets now to mitigate surgical oozing, start bival overnight. The cause of the injury was not determined due to insufficient clinical details. Device history review: the device passed all post sterile inspection checks.

Manufacturer narrative:
Product complaint # (B)(4). The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
Plan to give platelets now to mitigate surgical oozing, start bival overnight.